Event description:
The surgeon inadvertently perforated the patient's atrium with the obturator while advancing the cannula over the guidewire without tee. The perforation may have been sutured during normal closing procedures.

Manufacturer narrative:
Doctor was contacted by an estech employee and confirmed the information reported. The event described appears to be user error. See scanned pages.